Event description:
As reported. Approximately two years post initial right side tka, female patient complained of pain. Patient had a revision and synovitis and wear on poly was found. Patient last known to be in stable condition. The devices are not available for evaluation.

Manufacturer narrative:
Concomitants products: truliant cr cem fem cr cem right sz 2.5 (cat# 02-020-13-0325 / serial# (B)(4)); truliant tib fit tray cem sz 2.5f / 2.5t (cat# 02-022-45-2525 / serial# (B)(4)); holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)); threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(4)); threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4)); threaded pin size 5.1 collarless 2pk (cat# 521-78-36 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the reason for the pain and synovitis leading to the revision reported cannot be determined from the information provided but does not appear to be related to prosthesis wear as the provided images appear unremarkable. However, this cannot be confirmed as the devices were not returned for evaluation. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.